Event description:
Additional information: the cause of death was reported to be right ventricular failure and multi-organ failure. The patient was also reported to have been on extracorporeal membrane oxygenation in the intensive care unit. The outcome was reported not to have been considered to be device related. The device was reported to have been operating as intended. No further information was provided.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusions: a direct relationship between the device and the reported right heart failure, multi organ failure, and patient outcome could not be conclusively determined through this evaluation. The pump was not returned for evaluation. The heartmate 3 lvas IFU lists right heart failure and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 30 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019. The cause of death is unknown. The device will not be returned for evaluation. No further information is available.